Manufacturer narrative:
A ge oec service representative investigated the issue and found the user had placed a magnet on the image intensifier, that by physics, will cause image distortion. Use unfamiliar with system technology. The system was tested and found to be functioning as intended. The system was released to the customer for use. Issue was reported during technologist training. No patient involvement.

Event description:
The ge oec stenoscop had a reported distorted image when a magnetic marker was placed on the image intensifier.